Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the evaluation of the images provided, the placement of four overlapping stents in the popliteal artery and sfa from distal to proximal can be confirmed. On the basis of the images provided, it can be confirmed that the vessel was occluded three weeks post implantation, however, there is no indication for a device-relation. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. Restenosis of a stent may be caused by various factors and may even occur inside non-defective stents that were placed correctly. Restenosis may be related to the general condition of the patient, the vascular condition or medication. Also an insufficient or not performed balloon dilation may contribute to this type of event. In this case, pre and post-dilation was performed and the stent could be placed without irregularity. On the basis of the information available and the images, a definite root cause for the reported event could not be determined. The IFU states that arterial occlusion / restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU sufficiently describes the stent placement procedure. Also the IFU states: "post stent expansion with a pta catheter is recommended." And "pre-dilation of the lesion should be performed by using standard techniques." Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that four stents had been placed in overlap in the proximal popliteal / superficial femoral artery in (B)(6) 2016. The most proximal stent placed was found to be thrombotic three weeks post implantation. A treatment with additional stents was not possible after lysis because the guide wire could not be advanced through the stents. The patient was admitted to surgery for a bypass procedure. Reportedly, the patient recovered from surgery without sequelae. This concerns the same patient as reported in medwatch report # 9681442-2016-00165 and # 9681442-2016-00166.